Event description:
The patient passed away due to hemorrhage and subsequent cardiac arrest. The procedure was cancelled. It was reported that a versacross connect access solution for faradrive was selected for use during a pulse field ablation (pfa). The physician initially was unable to gain right femoral access. Therefore, they attempted access from the left side, and with some difficulty the intracardiac echocardiography (ice) catheter was advanced into the right atrium (ra). Next, they were unable to place a non-boston scientific coronary sinus catheter. Then the faradrive sheath was inserted into the patient using a versacross connect dilator. The patient's anatomy was reported to be tortuous, and difficulty was encountered advancing the sheath through the left femoral and iliac veins. The physician was considering canceling the procedure; however, by this time the patient became hypotensive. The patient's condition worsened, it was stated the patient was sometimes asystolic or in cardiac arrest, and chest compressions were started, blood transfusions were performed, and epinephrine, heparin and protamine were administered. Resuscitation attempts continued for an hour before the patient was declared dead. When examined under fluoroscopy with contrast a torn vein was identified as the source of the hemorrhage. The product is not expected to return for analysis (disposed). The transseptal puncture was never attempted. The physician does not believe the versacross dilator nor faradrive contribute to the adverse event. It has also been mentioned that a 12f dilator and amplatz guidewire were used in the case.

Manufacturer narrative:
Correction to the initial MDR in f10 and h6 (patient codes (3)). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The patient passed away due to hemorrhage and subsequent cardiac arrest. The procedure was cancelled. It was reported that a versacross connect access solution for faradrive was selected for use during a pulse field ablation (pfa). The physician initially was unable to gain right femoral access. Therefore, they attempted access from the left side, and with some difficulty the intracardiac echocardiography (ice) catheter was advanced into the right atrium (ra). Next, they were unable to place a non-boston scientific coronary sinus catheter. Then the faradrive sheath was inserted into the patient using a versacross connect dilator. The patient's anatomy was reported to be tortuous, and difficulty was encountered advancing the sheath through the left femoral and iliac veins. The physician was considering canceling the procedure; however, by this time the patient became hypotensive. The patient's condition worsened, it was stated the patient was sometimes asystolic or in cardiac arrest, and chest compressions were started, blood transfusions were performed, and epinephrine, heparin and protamine were administered. Resuscitation attempts continued for an hour before the patient was declared dead. When examined under fluoroscopy with contrast a torn vein was identified as the source of the hemorrhage. The product is not expected to return for analysis (disposed). The transseptal puncture was never attempted. The physician does not believe the versacross dilator nor faradrive contribute to the adverse event. It has also been mentioned that a 12f dilator and amplatz guidewire were used in the case.